Event description:
Stiletto placement attempted. Each attempt resulted in the stiletto device malfunctioning with the catheter slipping over the needle and preventing puncture of the vein. Patients vein appeared healthy via ultrasound assessment. Piv [peripheral IV] was placed instead the next day. Nurse did note patients' vein were hard to break through the vein wall.

Event description:
Stiletto placement attempted. Each attempt resulted in the stiletto device malfunctioning with the catheter slipping over the needle and preventing puncture of the vein. Patients vein appeared healthy via ultrasound assessment. Piv [peripheral IV] was placed instead the next day. Nurse did note patients' vein were hard to break through the vein wall.